Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a red screen and alarmed when powered up. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported issue. It was determined that the defective main board was the root cause and was replaced. The device's event history log was reviewed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.